Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the clinical events committee on (B)(6) 2021: 1. Section b. Box 5. Describe event or problem. 2. Section h. Patient code 2 h3 other text : placeholder.

Event description:
On (B)(6) 2020, the patient underwent a thrombectomy procedure to treat an intracerebral hemorrhage (ich) using an artemis neuro evacuation device (artemis). There were no procedural complications reported. On (B)(6) 2020, the patient displayed a slight increased prominence of the lateral ventricles and an intraventricular re-hemorrhage in the occipital horns was noted. However, the event was considered resolved as of (B)(6) 2020. On (B)(6) 2020 we were made aware that the cec adjudicated the re-hemorrhage to be a serious adverse event related to artemis, to the procedure, to the patient¿s comorbidity, and to the index intracranial hemorrhage (ich). On (B)(6) 2021, we were made aware that the patient suffered hydrocephalus on (B)(6) 2020. The computed tomography scan (CT) revealed worsening extra-axial collection and left cerebral convexity, as well as worsening midline shift and ventricular dilatation. It was also noted that there was probably transependymal flow cerebrospinal fluid (csf). A medical procedure was performed to treat the hydrocephalus and the event was considered resolved as of (B)(6) 2020. The cec adjudicated the hydrocephalus to be a serious adverse event related to artemis, to the index procedure, to the patient's comorbidity, and to the index intracranial hemorrhage (ich). On (B)(6) 2021, we were made aware that the patient¿s CT scan on (B)(6) 2020 revealed new hypodense subdural hygroma. A medical procedure was performed to treat the subdural hygroma and the event was considered resolved as of (B)(6) 2020. The cec adjudicated the subdural hygroma to be a serious adverse event related to artemis, to the index procedure, and to the index intracranial hemorrhage (ich).

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the artemis neuro evacuation device include, but are not limited to, hydrocephalus, hematoma or hemorrhage at the site, intraventricular hemorrhage, re-bleeding, thromboembolic events, including death. Therefore, it was determined that the reported adverse event was anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2020, we received an update that the re-hemorrhage was an adverse event which the site determined to be unrelated to the artemis neuro evacuation device (artemis). On (B)(6) 2021, we were made aware that the patient suffered hydrocephalus on (B)(6) 2020. The computed tomography scan (CT) revealed worsening extra-axial collection and left cerebral convexity, as well as worsening midline shift and ventricular dilatation. It was also noted that there was probably transependymal flow cerebrospinal fluid (csf). The cec adjudicated the hydrocephalus to be related to artemis, to the index procedure, to the patient's comorbidity and to the intracranial hemorrhage (ich).